Manufacturer narrative:
The biomedical engineer troubleshot this reported fault and replaced the co2 canister to resolve the reported fault. A ge healthcare service representative performed a checkout of the unit and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/26/17 phone call, 10/27/17 phone call, 10/30/17 phone call.

Event description:
The hospital reported the unit was delivering high c02. There was no report of patient injury.